Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited an unspecified performance issue and was taken out of service during a revision procedure. The field representative found out from the clinic that the entire system was explanted and replaced with another manufacturer's products. There had previously been high out of range shock impedance measurements noted and reported for the right ventricular (rv) lead. No additional adverse patient effects were reported. No additional adverse patient effects were reported.